Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the suction cylinder was unable to be further specified. Moreover, no physical damage on the foreign material detection point was observed, nor any obvious deviation of reprocessing per the instructions for use (IFU). Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The user can detect the suggested event properly by handling the device in accordance with the following IFU: "inspection of the endoscopic system- inspection of the suction function" the user can decrease and prevent occurrence of the suggested event by handling the device in accordance with the following IFU: "reprocessing manual: - precleaning the endoscope and accessories: if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the evis exera iii colonovideoscope had a broken suction valve. The event occurred during reprocessing. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the complaint was confirmed and the suction valve was clogged with foreign material. The report is being submitted due to clogged suction valve found during evaluation.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in evaluation found angulation of the up/down and right/less knob was reduced and had play, the universal cord had buckles and scratches, the paint of the air/water nut was peeled off, the connecting tube was scratched, the bending tube was shortened, the bending section cover glue was separated, and the distal end cover was scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.